Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen (2000 mcg/ml) at 1740 mcg/day via an implantable pump for intractable spasticity. The patient¿s medical history included cerebral palsy. The patient had increased spasticity. It was unknown what environmental, external, or patient factors may have led or contributed to the issue. Troubleshooting performed included catheter access with no flow. The catheter was implanted in the ventricle and remains implanted, but out of service as it was replaced with another catheter that was placed into the ventricle. As of (B)(6) 2016 the issue was resolved and the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.